Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Distributor reported complaint on behalf of the customer via e-mail; (B)(4). Customer had reported opening 2 packs of the same trueplus single-use insulin syringes and that 20 of the syringe needles had caused pain when used. Customer had reported due to the pain and discomfort they "wait until the absolute last second I have before taking my insulin." No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer unable to perform follow-up call to customer to ensure the initial concern is resolved - customer contact information was not provided.

Manufacturer narrative:
Sections with additional information as of 10-jun-2025: h6: updated FDA¿s type, findings and conclusions codes. Health effect - impact code updated from 4648 (insufficient information) to 4649 (unanticipated adverse device effect) due to customer reporting experiencing pain when using syringes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention. Most likely underlying root cause: mlc-009: use error caused or contributed to event.